Event description:
The customer reported that during a laparoscopic nephrectomy, prior to use on the patient, the silicone cover on the jaws was peeled and came off upon inserting through a port. Another device was used to continue the procedure. The broken piece was hanging on the tip of the port and it did not fall into the patient&#39;s cavity. The broken piece was removed from the surgical site. There was no patient injury.

Manufacturer narrative:
(B)(4). One used lf5544 was received for evaluation and visual inspection found the clear insulation was damaged and half was missing. The missing portion was not returned. The customer reported that the silicone cover of the jaws got peeled and came off upon inserting through a port. The reported condition was confirmed. The sample failed hi-pot testing. The investigation identified the root cause of the reported event to be user error. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. Manufacturing non-conformances were reviewed and no entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.